Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch ultramini meter was displaying an apply sample message. This complaint was classified based on information obtained from the customer service representative (csr) documentation and additional information obtained by the csr during a follow-up call with the patient on (B)(6) 2017. The patient was unable to recall when the alleged issue began. The patient informed during the follow-up call that he tests his blood glucose twice per day and that his usual and/or expected results are ¿110 mg/dl¿. The patient manages his diabetes with insulin (rapid insulin, 40 mg) and advised that he adjusts the dose of insulin based on the meter readings he obtains; he denied making any changes to his usual diabetes management regimen in response to the alleged issue. The patient reported during the follow-up call that at 11:30 a.m., on an unspecified date, he developed a ¿headache¿ which he associated with a high blood glucose excursion; however, it is not known if this was before or after the alleged product issue occurred. The patient advised during the follow-up call that in response to developing symptoms he went to the emergency room (ER) on (B)(6) 2017, where his blood glucose was measured at ¿483 mg/dl¿ on the ER device. The patient reported that a health care professional (hcp) subsequently treated him with 40 mg of rapid insulin. At the time of troubleshooting, the csr documented that the correct test strips were being used for testing and that the correct testing process was being followed. The csr also noted that the meter was not being used for the first time. The patient was unable/unwilling to walk through a retest and the alleged issue remained unresolved. There was no apparent misuse of the product. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse whilst using the subject device.